Event description:
The lower grasper of the ace + 7 laparoscopic shear broke away from the device (harmonic scalpel. Once discovered that the device was broken (lower grasper missing) the patient cavity was irrigated and searched. The immediate area of the operating room was searched, the broken part was found on the back table in the operating room.